Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas pure e402 analytical unit serial number was (B)(6). The qc was within range prior to the sample measurement. The instrument data showed that the instrument was well maintained. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient plasma sample tested with elecsys troponin t hs (tnths) assay on a cobas pure e402 analytical unit. Initial result: 43.7 ng/l. Repeat result: 5.72 ng/l.

Manufacturer narrative:
A general reagent problem can be excluded because the qc was within ranges prior to the event. The investigation did not identify a product problem. The cause of the event could not be determined.